Manufacturer narrative:
During inspection and testing, the reported issue (angling down) was confirmed. It was observed that the bending angle in up direction was out of specification due to wear of the angulation wire. In addition to foreign material in nozzle, service found the bending section cover was scratched, the adhesive on the bending section cover was cloudy, the connecting tube was scratched, the connecting tube was wrinkled, the grip was shaved, and there was play in the up/down knob due to wear of the angulation wire. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the device was angling down. The reported issue was observed while preparing the subject device, prior to an unspecified procedure and it was not used. The intended procedure was completed using another device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).

Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result if insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.